Event description:
The reporter contacted animas on (B)(6) 2014 alleging that the display is dim/faded/ discolored. There was no reported impact to the patient associated with this complaint. This complaint is being reported because the alleged display issue remained unresolved with troubleshooting.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 01/17/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged display issue was duplicated. The pump powered up to a dim display with pinkish contrast. The auditory and vibratory features were operational. No tactile issues were found with the buttons. Unrelated to the display issue, the battery compartment was found to have cracked below the grip pad at the case seal.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.